Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the preparation of steerable guide catheter(sgc), the dilator was unable to flush. The passage of a 0.035" sgc guide wire was obstructed in both antegrade and retrograde directions. The dilator was not kinked. The obstruction was observed at the proximal level. The sgc was replaced with another device to complete the procedure. The mr was decreased to grade 1-2 post procedure. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. This complaint is within the scope of an exception escalation as the complaint description and device code match the specific issue described in the exception. Therefore, exception (issue) 133683 and exception (action) 139540 are referenced. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.